Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 280 mg/dl. Reportedly, the customer was attempting to obtain an alternate method in insulin therapy from a health care provider.